Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen went black.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen went black. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was black and offline in remote support service. A field service engineer found all drawers, tower, and smart remote manager (srm) were not being detected by bus, ran diagnostics, checked the back of the cables, unplugged the network cable and rebooted the station, but the issue persisted. Further, the engineer replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.